Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at the site event on (B)(6) 2024. The infusion set was not in use for more than 48 hours. The blood glucose level at the time of event was high (specific value unknown) and the patient treated it with correction injection via multiple daily injection (mdi) followed by changing supplies as necessary and resumed insulin successfully. No further information available.